Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 622 mg/dl and was taken to the emergency room on (B)(6) 2024. Due to this issue, the patient was admitted to the hospital. At the time of hospitalization, the patient was tested for ketones level which were high. Multiple daily injection (mdi) were used as a corrective treatment. During hospitalization, the patient was given fluids of saline and insulin intravenously as corrective treatment. At the time of this report, the patient was not released from the hospital. No further information available.